Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, and the physician was able to push the handle; however, the clip could not be detached from the catheter to deploy. Reportedly, repeated attempts were done, and the physician tore the clip, the clip was taken out of the body then the clip was detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, and the physician was able to push the handle; however, the clip could not be detached from the catheter to deploy. Reportedly, repeated attempts were done, and the physician tore the clip, the clip was taken out of the body then the clip was detached. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was returned detached from the device and an evidence of a full deployment. Microscope examination was performed, and it was noted that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. No hits were found on the bushing. The clip was disassembled for further analysis, and no failures were observed. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.